Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that the insulin pump alarmed no delivery during the manual prime. Advised customer that changing the reservoir resolved the issue. Customer's blood glucose reading was 198 mg/dl. Product is being returned and replaced.